Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, aneurysm rupture), patient's condition affected effectiveness of device (the patient did not return for follow up). Conclusions: device failure/lack of effectiveness related to patient condition (the patient did not return for follow up).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient did not return for follow up appointment. Current vessel morphology is unknown as the patient presented emergently with abdominal and back pain. The CT demonstrated that the aneurysm had ruptured due to a proximal or distal type I endoleak. The physician elected to surgically convert the patient to a conventional graft; however, the patient expired during the surgical conversion.